Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: 253507.

Manufacturer narrative:
While performing preventive maintenance, the ventilator failed pressure transducer test during pre-use check. The field service engineer replaced the pressure transducer pc (printed circuit) board. The pc board was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the failed pressure transducer test has not been determined.